Event description:
Reportedly, a patient included in apollo study was implanted for a secondary prevention on (B)(6) 2022. The patient died for unknown reasons on (B)(6) 2023. Hospital was aware that patient died on (B)(6) 2024 with no more information on the cause of the death. The last hospital visit was on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation result: the edis df4 vr and the associated invicta 1cr68 were implanted on (B)(6) 2022. Analysis of the provided patient files dated from (B)(6) 2022 (implantation date) to (B)(6) 2023 (last follow-up performed) confirmed the normal device functioning. Review of the last patient files (dated (B)(6) 2023) provided led to the following observations: - battery status was still within normal range (3.14v) - right ventricular lead impedance measurements remained stable and within the normal range (482 ohms) - rv coil continuity measurements remained stable and within normal range (416 ohms) - no abnormal episodes were recorded since the implantation. Review of manufacturing records revealed that the device and the lead were manufactured and released according following all applicable procedures. As the suspected device and lead were not returned (the device and lead remain implanted) and no patient files were available for the time period surrounding the patient¿s death, no further investigation could be performed.